Event description:
Revision surgery - due to the pt having an infection.

Manufacturer narrative:
The reason for the revision surgery on (B)(6) 2013 was due to an infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the possible infection or inhibited the patient's immune system. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was made available to djo surgical. A review of the device history records showed no non-conforming material reports associated with this product. A review of the implant device history records (DHR), and product complaint report (pcr) database, and sterilization records show that the reported components used in the original surgery met sterilization, design, and manufacturing requirements. There were no findings during this investigation that indicate that the reported devices were the source or had a direct connection with the patient's infection. If information regarding cultures identified in the infection, the severity of the infection or any other relevant information is submitted at a future date, this investigation will be re-evaluated. There are multiple factors that may contribute to infection that are outside of the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness.